Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a higher than expected ckmb result, above the normal reference range, generated by access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing on an alternate instrument produced a result within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Information regarding the patient, sample collection and centrifugation was not supplied by the customer. Ckmb qc was within the established ranges prior to the event. Specific qc data was not supplied. System check information was not supplied. Service was dispatched on (B)(4) 2011 for this event. The fse removed the analytical module and cleaned the wash wheel, pulley and pinch rollers. The fse replaced the mixer and rv incubator belt clips. The fse also replaced the quad stepper motor pcb board and dusted off the card cage. The fse rebuilt the wash pump with a new belt and seal, and cleaned the wash valve due to errors received. The fse performed the required alignments and primed the system. The fse performed a routine system check and a high sensitivity system check. Both tests passed within instrument specifications. The fse performed qc for accutni, ckmb and myoglobin. All qc passed the specifications. Although service was dispatched and addressed hardware issues, a definitive root cause has not been determined for this event.